Manufacturer narrative:
(B)(4). Removing and connecting a new solution bag is a known cause of this alarm. Also, leaving an unused supply line clamp open is another known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide also warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that the hp switched lines on one of the bags during therapy and also left the clamp open on the unused line. The technical service representative (tsr) assisted the hp to end therapy and reviewed proper procedures. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information available.